Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. The post operative visit notes state that the patient is experiencing pain 6 months post operatively and is only able to put 50% of weight on leg. X-ray examination found that the allograft at the medial femoral condyle with incomplete healing with the other components in good alignment. Per the natural knee packaging insert pain is a known adverse effect of the procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available. Concomitant medical products: 621500120, n-k ii tibial stem 120, lot unknown; 681517165, nkii revision straight stem 16.5 mm x 175, lot unknown; 672016103, nkii crk tibial insert sz 3/4/5 l 16, lot unknown, unknown allograft. Reference: cmp-(B)(4).

Event description:
It is reported that the patient is experiencing incomplete healing at medial femoral condyle with allograft.